Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H10 review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2024-00372.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the dermatome was cutting irregularly. There was no patient involvement with no harm or delay. No additional information available is indicated. Due diligence is complete. No adverse events were reported as a result of this malfunction.